Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was difficult to fire and the clips were scissored. The scissored clips were all within the first five firings. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4).